Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump error. Customer's blood glucose level was 166 mg/dl. Customer reports they were able to clear the alarm. Customer states they are not able to rewind the insulin pump. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The device passed the displacement test and self test. Pump error 63 confirmed in pump history with variable (03) due to broken trace at keypad assembly (pin 1). Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed. No unexpected pump error 53 or pump error 4 alarms noted during testing however, the formatted history file confirmed pump error 53 and pump error 4 alarms due to a software error.